Event description:
The user facility reported to terumo cardiovascular systems corporation that the arterial line was found unattached to the manifold out of box. No patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. For this reason, terumo references evaluation. (B)(4).